Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with double counting of r-waves. Programming changes were made. Dft test was performed successfully. The patient is stable.